Event description:
Pt with a complicated medical history. Recently diagnosed with crohn's disease. She also had bacteremia with mrsa. Placed on ancef for six weeks. Port malfunctioned and pt had not had atb therapy for 8 days and required removal of non-functioning port and placement of a new venous access.